Event description:
The customer reported to olympus, the video telescope "endoeye hd ii", 10 mm, 30°, autoclavable had no image. The issue was found during an unknown procedure that was completed with a similar device. Inspection and testing of the returned device found there was a green-colored image and the glass on the distal end was damaged. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the display switched between no image and a green image due to a defective cable and the charged coupled device. There was water ingress in the whole device that damaged the charged coupled device, the tube, and the cable. The glass at the distal end was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. During inspection, the service department also detects varying colored images (purple/green). By disassembling the device and testing the components individually, the service department is able to trace the image error back to the r-unit and cable unit. The cause is very likely wear and tear. Furthermore, the service department reports a damaged plan glass. The cause is very likely improper handling by the user. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.